Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical herniorrhaphy on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Corrected information- it was reported that medwatch 2210968-2017-33357 was created in error. This medwatch is being voided. All information regarding this event will be contained in pc-000013655 medwatch 2210968-2017-70012.